Event description:
It was reported by the customer the doctor was performing a stereotactic breast biopsy and the collagen wouldn't deploy out of the tubing when trying to deploy the mammomark clip. The doctor attained a second clip, deployed the clip successfully, and completed the case with no pt consequence.